Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: medical : pain. Event summary: it is reported that a patient experienced 6 months post implantation pain and lateral femoral radiolucency. This is a split case with zimmer inc., (B)(4) for the femoral component (stem) and the cup. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the devices are still in vivo. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Conclusion summary: it is reported that a patient is experiencing pain around 6 months post implantation and lateral femoral radiolucency. This is a split case with devices manufactured by zimmer inc., please see (B)(4) for the femoral component (stem) and the cup. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Where lot number was received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, s, 44/-3.0, taper 12/14 on the right side on (B)(6) 2014. The patient experienced pain with lateral femoral radiolucency six months post-implantation.